Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01655.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is also alleged "tilt", "vena cava perforation", "unable to retrieve", "organ perforation" & "two posterior struts perforate the ivc wall 12mm and 14mm and reside within the soft tissues."